Event description:
Healthcare professional (hcp) reported injecting a patient with harmonyca lidocaine in the ¿oval of the face¿ and with juvéderm® voluma¿ with lidocaine in the ¿chin and nasolabial folds¿ and with juvéderm® volift¿ with lidocaine in the ¿white and red upper lip + corners of the mouth.¿ approximately nine months later, the patient experienced ¿granulomas at the injection sites.¿ ¿for 10 days, granulomas appeared on the upper lip and chin. Biopsy was not provided. Non-painful. No signs of infection. Infracentimetric except for the one on the chin on the left which is a little larger.¿ no treatment information or symptoms resolution was provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) additionally reported that "they believe that the ¿granuloma¿ event is related to juvéderm® volift¿ with lidocaine filler. Therefore, there is no complaint against juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6, h10.